Manufacturer narrative:
PMA/510(k))#: p100022/s014. The zilver stent involved in this complaint was implanted in the patient therefore is not available for evaluation. With the information provided, a document based investigation was carried out. Additional information including the availability of imaging has been requested to support the investigation. However to date no further information has been provided. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Due to lack of information/imaging a definitive root cause of this event cannot be determined at this time. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Dr. (B)(6) open an sfa occlusion and after dilatation with a wanda balloon he will placed a zptx 7/60. After the implantation the stent was shortened to 45mm.

Manufacturer narrative:
PMA/510(k))#: p100022/s014. The zilver stent involved in this complaint was implanted in the patient therefore is not available for evaluation. With the information provided, a document based investigation was carried out. Additional information has been provided for this file. It is known that a 35er aes wire guide was used during this procedure. It was noted that the patient¿s lesion was not calcified. There were no advancement difficulties noted during the procedure. The stent deployed smoothly and without difficulties and the stability sheath was inside the access sheath during stent deployment. The user used contralateral approach during this procedure. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Due to lack of information/imaging review a definitive root cause of this event cannot be determined at this time. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of additional information that was included in the investigation details. Initial description submitted as follows: dr. (B)(6) open an sfa occlusion and after dilatation with a wanda balloon he will placed a zptx 7/60. After the implantation the stent was shortened to 45mm.

Manufacturer narrative:
PMA/510(k))#: p100022/s014. The zilver stent (zisv6-35-125-7.0-60-ptx device of lot# c1150115) involved in this complaint was implanted in the patient therefore is not available for evaluation. With the information provided, a document based investigation was carried out. Additional information has been provided for this file. It is known that a 35er aes wire guide was used during this procedure. It was noted that the patient¿s lesion was not calcified. There were no advancement difficulties noted during the procedure. The stent deployed smoothly and without difficulties and the stability sheath was inside the access sheath during stent deployment. The user used contralateral approach during this procedure. Imaging was provided for this file and the following comments were provided by the independent reviewer: findings: implantation angiography is provided along with the complaint report. The target lesion was a 5cm long mid distal right sfa occlusion preceded by a greater than 9cm long moderate to severe stenosis and followed by a 1cm long mild stenosis. Total lesion length was 15cm. The distal reference vessel diameter was 5mm. All but the proximal most 1.5cm of the lesion was treated with pre-stent implantation angioplasty. The 7x120mm stent was implanted first from the lesion's distal end to within 7cm of the lesion's proximal end. The complaint stent was then implanted. It was overlapped inside the 7x120mm stent by 1cm and if it had deployed to its design diameter would have completely covered the lesion. The complaint stent deployed to only 45mm. Detail is limited but imaging clearly demonstrates a stent denser than the normally deployed 7x120mm stent. The proximal stent density is subtly greater than the distal stent. The artery just proximal was narrowed to 2.5mm. This portion of the target lesion had been omitted from pre-implantation angioplasty. A third stent was implanted to completely exclude the lesion. Impression: imaging confirms longitudinal compression of the 7x60mm stent to 45mm. The intended implantation site was treated with pre-implantation angioplasty except for the proximal 1.5cm. The 7x60mm stent was 75% deployed at this point and either retreated or was extracted into the pre-angioplastied segment as it encountered the 2.5mm diameter segment. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were observed. The stent's longitudinal compression occurred just inferior a moderate to severe stenosis that although was intended as part of the target lesion was omitted from pre-implantation angioplasty. Significant findings relative to the design or performance of the device were not observed. Cause of adverse events was not observed. Based on the images provided, the customer complaint can be confirmed as the image demonstrated stent shortening. According to the image review impression #1 ¿ imaging confirms longitudinal compression of the 7x60mm stent to 45mm..¿. The intended implantation site was treated with pre-implantation angioplasty except for the proximal 1.5cm. The 1.5cm segment had been omitted from pre-implantation angioplasty and narrowed to 2.5mm. The 7x60mm stent was 75% deployed at this point and either retreated or was extracted into the pre-angioplastied segment as it encountered the 2.5mm diameter segment. This may have caused or contributed to this event. However, as the conditions of use cannot be replicated in a laboratory setting, a definite root cause of stent shortening cannot be determined. The following information is included in instruction for use: ¿the zilver ptx drug-eluting peripheral stent is designed not to shorten upon deployment.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. There is no evidence to suggest that this issue effects the entire lot # c1150115 ; upon review of complaints this failure mode has not occurred previously with this lot # c1150115. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event. Initial description submitted as follows: dr. (B)(6) open an sfa occlusion and after dilatation with a wanda balloon he will placed a zptx 7/60. After the implantation the stent was shortened to 45mm.